Event description:
Patient arrived from o.r. And was placed on vent by the ICU r.n. When she placed the patient on the vent she did not turn the alarms on nor check to see that the vent was functioning properly. The respiratory therapist was not notified of the patient arrival till a code was called on the patientdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-91. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other, incorrect technique/procedure, other, pressure tubing. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. The device was not destroyed/disposed of.